Manufacturer narrative:
This report is submitted on march 2, 2023

Event description:
Per the clinic, the patient experienced a soft bone disease whereby the abutment was removed under a general anaesthetic. The implant remains in-situ.